Event description:
The device was placed through the right internal jugular vein. Administered soldem 3a (20cc/h) and cefmetazole sodium (30mg w/50cc of saline, twice a day). MRI revealed the device was at the proper site (4 pm). Soldem 3a (20cc/h) was administered for 6 hours. The patient had dyspnea (10mp) and water in the chest cavity was found. 250-260 cc of water was drained from the patient. The user requested to know if it was caused by the catheter breakage, and is there possiblity that the silicone catheter perforate vascular wall. The user also asked to return the catheter after the investigation.